Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was at the hospital for reprogramming yesterday, but now when trying to change programs they get the out of regulation (oor) message on the screen. Troubleshooting at home was successful. The patient then called back: message shown on handset was still the same: "desired intensity cannot be delivered". And mentioned that the troubleshooting steps (regarding changing the date) that they were instructed to take after the call, did not resolve the issue and requested that a manufacturer representative (rep) call them back. The patient has been notified that they should call back again if their issue has not resolved permanently. Additional information was received. The rep saw the patient in the hospital and was told that the patient feels not comfortable at the moment. So, the patient got a new program for better pain relief. At that moment all has been ok. The rep was going in the holiday now, so a (B)(6) will see them in the next days. The rep will then get more information from the visiting the hospital. It was reported that the patient has an oor issue and apparently, they can only be seen in one location in the beginning of march. However, he is having quite some pain at the moment, and the patient was not really willing to wait until then. They live close to another city and so apparently some other mentioned cities are also relatively close to him. It was asked if it would be possible for the manufacturer representative (rep) to help the patient out any sooner. The rep responded that they called the patient today ((B)(6) 2026). He will give the rep feedback if they can meet in the original location for reprogramming/solving the oor issue this week and after that the rep will have more information. Additional information was received. The rep saw the patient yesterday. On lead no.1 after measuring impedances, it was visible that pole no. 4 was with 38.000 red and high. This pole was included in all programs in group a and b. That¿s why the oor occurred. The rep deleted it from the programming and changed the programming so that no.4 was no longer used. The patient was satisfied with the new one completely.

Manufacturer narrative:
B3: event date is unknown. G2. Foreign: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G9- the manufacturing site ID was previously reported as 2182207. Additional review indicates the correct manufacturing site ID is 3004209178. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the patient was comfortable.